Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04720. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left forearm. A 6.0 x 40 75cm mustang¿ balloon catheter was advanced for dilation. However, during the inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient. Another 6.0 x 40 75cm mustang¿ balloon catheter was then advanced for dilation, but when the balloon was inflated at 18 atmospheres, the balloon also ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.